Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The following day, the patient was hospitalized for the peritonitis event. On the same day as event onset, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram per bag), ip meropenem (500mg, 3 exchanges per day) and ip fortum (1 gram, one exchange) for the event of peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. No additional information is available.